Event description:
It was reported that the customer was hospitalized. Blood glucose at the time of the hospitalization was 494 mg/dl; treated with insulin drip. It was stated that the customer has experienced sensor reading discrepancies, bent cannulas and infusion sets not adhering to the skin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.